Manufacturer narrative:
Additional information h3, h6 and h10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced max air alarm in line. Baxter nurse rounding reports nurse was infusing penicillin g at 200 ml/hr, using high flow tubing (product code 2c8491). The nurse reports after 1 minute the pump alarmed max alarm in line. The nurse was not able to detect a significant amount of air and tried to run the infusion again. The max air in line alarmed again and continued to alarm. The pump would not stop alarming max air. Nurse switched to new pump and ran infusion with no issues. The problem was found during patient infusion in the labor and delivery department. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.